Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient with this implantable pacemaker device had atrial flutter and the device had pwave and impedance measurement capture anomaly. This issue was resolved with device programming. The device remains in service. No adverse patient effects were reported.